Manufacturer narrative:
Model number: 72400024, lot number: 913816011, model description: balloon fgs 61-70 cm; model number: 72404127; lot number: unknown; model description: control pump fgs iz.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence. All of the components were working but there was atrophy under the 5.0cm cuff. The patient was implanted with a new device consisting of a 4.5cm cuff, 61-70cm h2o balloon and pump. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.